Event description:
On (B)(6) 2014, customer reported a battery out limit alarm on her insulin pump. She was driving and the device shut off. Her blood glucose level was 121 mg/dl. Customer was assisted in reprogramming time and date. The device history showed it alarmed low battery before shutting off. Customer was worried about the device because she was recently hospitalized on (B)(6) 2014 with a high blood glucose of 636 mg/dl. Customer was wearing the device when hospitalized. She said the infusion set had fallen out of the insertion site prior to the hospitalization. She did not know how this happened. Customer was released the same day. Sample infusion sets were sent for customer to try out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.